Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there were 2 tubes with fungal contamination. The following information was provided by the initial reporter, translated from japanese to english: 2 tubes with fungal contamination.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1071789 was satisfactory per internal procedure. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and three other complaint has been taken on this batch for fill volume, one other complaint has been taken on this batch for cap defects, and two other complaints have been taken for contamination. Retention samples from batch 1071789 (100 tubes) were available for inspection. No cap, or media defects were observed in 100/100 retention samples. For investigation of a fill volume defect 100/100 retentions were measured using a fill volume measuring tool. After inspection of 100 retention tubes 2/100 retention samples measured at a lower than expected fill volume level; and all 100/100 caps were secure on 100/100 retention tubes. For investigation of contamination, ten uninoculated retention tubes from batch 1071789 were placed into incubation. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator for seven days. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes. Fifteen photos were received to assist with the investigation: the first photo shows four tubes. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The second photo shows four tubes in a tube rack. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The third photo shows two tubes. The tubes show varying fill volume levels. Both tubes also show signs of possible fungal contamination. No product information can be seen in the photo. The caps appear to be sealed properly. The fourth photo shows four tubes in a tube rack. The fill volumes vary between each tube. No product information can be seen in this photo. The caps appear to be properly sealed on each tube. The fifth photo shows four tubes. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The sixth photo shows four tubes. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The seventh photo shows two tubes. The tubes show varying fill volume levels. Both tubes also show signs of possible fungal contamination. No product information can be seen in the photo. The caps appear to be sealed properly. The eighth photo shows four tubes. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The ninth photo shows four tubes. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The tenth photo shows two tubes. The tubes show varying fill volume levels. Both tubes also show signs of possible fungal contamination. No product information can be seen in the photo. The caps appear to be sealed properly. The eleventh photo shows four tubes in a tube rack. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The twelfth photo shows four tubes in a tube rack. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The thirteenth photo shows two tubes. The tubes show varying fill volume levels. Both tubes also show signs of possible fungal contamination. No product information can be seen in the photo. The caps appear to be sealed properly. The fourteenth photo shows four tubes. All four tubes have varying fill volume levels. No product information is presented in the photo. The caps appear to be sealed properly on all four tubes. The fifteenth photo shows two tubes. The tubes show varying fill volume levels. Both tubes also show signs of possible fungal contamination. No product information can be seen in the photo. The caps appear to be sealed properly. Without product verification a photo alone cannot confirm a complaint. A photo must show clear indication of the product, product defect, and product information such as batch/lot number must be visible. No returns were received for investigation. The complaint cannot be confirmed for contamination or crooked caps based on the evidence in the photos provided. The complaint can be confirmed for low fill volume based on the evidence from the retention samples. Bd will continue to trend complaints for low fill volume, and cap defects, contamination, and fill volume. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there were 2 tubes with fungal contamination. The following information was provided by the initial reporter, translated from japanese to english: 2 tubes with fungal contamination.